Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out-of-range pacing impedance measurements on the right ventricular (rv) lead. Of note, the rv lead is a non-boston scientific product. There were no adverse patient effects reported. The ICD and rv lead remain in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out-of-range pacing impedance measurements on the right ventricular (rv) lead. Technical services (ts) was consulted and recommended in-clinic lead integrity testing. Of note, the rv lead is a non-boston scientific product. There were no adverse patient effects reported. The ICD and rv lead remain in service. To date, no additional information has been received regarding this event despite good faith efforts thus far. Should additional follow-up information be received in the future, a supplemental report will be issued as needed.